Event description:
Info was received from repair technician that the device was not dumping pressure as specified. The device was dumping at pressures higher than set pressures. The reported malfunction was discovered during routine testing and the device was not in pt use. The dump pot was replaced to correct this problem and the unit was returned to the customer.